Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert when plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was reportedly within target range. Reportedly, the customer was able to charge the pump successfully by leaving the pump plugged into the same power source.